Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The insulin flow blocked alarm /occlusion alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarm noted during testing. Device passed the displacement test. Pump error 63 (variable 3) alarmed during self test and confirmed in device history file due to a broken trace at keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported that customer experienced high blood glucose level of 400 mg/dl. Customer stated that insulin pump had insulin flow block alarm. Troubleshooting was performed. Self test was performed and insulin pump had hardware low level failure alarm during self test. Customer was able to clear the alarm and able to complete rewind. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump will be returned for analysis.